Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No delivery anomaly was noted. Unit passed the dat test at 0.08785 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
Customer called and reported that she had 2 hypoglycemic incidents where she had a car wreck in one and another where she had to receive emergency medical assistance at a hotel due to low blood glucose on (B)(6) 2017. Her blood glucose at the car wreck event was 36 mg/dl list , and her blood glucose value at the time of call was 154 mg/dl. The customer was given food to treat the incident at the hotel and intravenous sugar to treat after the car wreck. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed but the customer feels that the pump may be over delivering. The insulin pump will be returned for analysis.